Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad and customer stated that the up arrow button were harder to push and had to be pushed multiple time. Customer stated that pump gave random no delivery alarms. Customer also stated that pump rewinds louder than before. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.